Manufacturer narrative:
The device was not returned to the MFR precluding further analysis. Should additional info become available a follow up medwatch will be submitted.

Event description:
It was reported that the zimmer 400ml compact evacuator was cracked and leaking. There was no report of harm to the pt. This report is being report along with 1526350-2013-00127.